Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a, software version: n/a, color: pink, battery life remaining: n/a. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen received with missing dosing window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.